Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service technician. A leak was found in the device's oxygen blending module subassembly. The device's oxygen blending module subassembly was replaced. The device returned to the customer in working order. There was no downloaded event log available at this time for review.